Event description:
On or about (B)(6) 2013, patient underwent placement of an angiodynamics' xcela 9.6 f port product, lot no. 121934000. Upon information and belief, the description of the port-a-cath at issue is as follows: 9.6f x 500mm xcela plastic dual lumen power injectable port with attachable polyurethane catheter and silicone plug or fr plastic dual lumen power port log223126. Upon information and belief, the model number of the port-a-cath at issue is as follows: h965451830. Upon information and belief, the device at issue was implanted by dr. (B)(6), m.d., who was assisted by dr. (B)(6)v m.d., at (B)(6)hospitals & clinics, in iowa city, iowa, for patient's chemotherapy treatment. Upon information and belief, on (B)(6) 2014, the patient's medical team determined that patient had gram (-) klebsiella sepsis, which would require a port removal. Upon information and belief, on (B)(6)2014, patient was transferred to the operating room at university of iowa's hospitals & clinics. Upon information and belief, on (B)(6) 2014, patient's port was removed by dr. (B)(6), md., at the same medical facility.

Manufacturer narrative:
The complaint has been forwarded to the manufacturer for investigation. A review of the device history record (DHR) showed no deviations. The information provided was used in the investigation; however, without the return of the product for technical analysis, the reported defect of "infection" could not be confirmed. Related risks have been documented in the manufacturers risk management file. As a result, the complaint is classified as "no definitive conclusion, unverifiable (no returned product)." Therefore, the complaint is not justified.